Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed manufacturing records, sterilization records and product labeling. Results: no failure was detected. Conclusion: the possibility of serous fluid accumulation (seromas) is a known, inherent risk associated with implant surgery.

Event description:
Complainant reported that patient who had a previous set of pectoral implants, had them replaced with implantech pectoral implants. The patient subsequently developed recurring seromas on the right side only which were initially reported by the patient approximately 14 weeks post-operatively. The patient subsequently elected to have only the right side implant explanted and immediately replaced approximately 24 weeks post-operatively. Implantech followed up to check the status of the patient 3 weeks after replacement surgery, and the complainant reported that the patient was still have problems with seromas on the right side. The patient currently plans to have implants on both sides removed without immediate replacement. (Implantech has initiated a new complaint file to investigate the new event.)